Event description:
The customer reported a system message displayed during fragmentation. The customer rebooted the system and completed the case. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).